Manufacturer narrative:
The pump was received with a detached end cap, minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip. The pump passed the idle current, run current, self test, off no power, unexpected restart and rewind tests. Unable to perform the basic occlusion, occlusion, prime, no delivery, displacement or verify motor error alarms due to the detached end cap. The motor passed the motor test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. Customer stated that there are some motor error alarms in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.